Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device showed an alert advising system error. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.